Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on and stuck in a black screen. A field service engineer (fse) swapped out the power supply, but it did not resolve the issue. Fse then swapped out the sled, but the station still would not power on. Although the original power supply sounded like it was running, there were no lights on the sled or screen. The fse began unplugging connectors and found that a black and yellow cable running up to the docking board seemed to be causing the station to shut down. After replacing the docking board, the station powered up normally. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es screen was black. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.